Event description:
On 03/04/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Shortly after deployment the pt lost pulses in his procedure leg. A surgical consult was obtained, and the pt was taken to the or where thrombus was noted to be present in the common femoral artery, extending down the superficial femoral and profunda artery. The collagen sponge was identified to be present in the lumen of the artery. The collagen, anchor, and thrombus were removed, and the pt's pulses were restored. Follow-up with the hlth care professional on 03/26/1998 confirmed that the pt's right pedal pulse was noted to be bounding during a subsequent readmission for non device related hlth problems. As of 05/05/1998 there has been no further report of complication or pt sequelae made to the MFR.